Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Serf liner and novae cup is used with zimmer stem and head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. However it is unknown if this incompatible combination contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): - p/n 00811400100 femoral stem l/n 62789528. Unknown serf liner, part/lot unknown. Unknown novae cup, part/lot unknown. P/n 00801802802 femoral head l/n 62716383. Report source: foreign. The event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address periprosthetic fracture. There has been no further information provided and the patient outcome is unknown.